Event description:
The customer reported that following ptca/stent procedure on event date, a vasoseal es was deployed. The operator was unable to achieve hemostasis post deployment. Following deployment the pt's leg became discolored and the pt was taken to the operating room while manual compression being applied to the groin. The pt presented at the operating room with a large hematoma in the leg. An obstruction was noted at the bifurcation of the common and deep femoral artery. A repair of the arteriotomy and vessel with a vein patch was performed. The blood supply was restored to the leg which was verified by an intra-operative angiogram. The patient was transfused with three units of blood. The patient remained in the hospital pending repair of a fractured leg. It is important to note that the pt had been experiencing some blood loss prior to the catheterization due to the fractured leg.